Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported the ra and rv lead exhibited noise. It is unclear which lead is the ra or rv lead. The rv lead looks like there was a few spikes in amplitudes and pacing impedance.